Manufacturer narrative:
In regard to this complaint logfiles were provided for review. Review of the logfiles revealed that the led module was switching between barcodes, and while no specific issue was observed, it was noted that this could occur if the module was unable to read the barcodes of a fiber correctly when inserted. If the problem occurred with multiple fibers, it was suggested that the led module might be faulty and could require replacement. Regarding the additional problems mentioned, no relevant data or error logs were found in the logfiles, and the device appeared to be functioning without issues. It was confirmed that the other issues occurred on the same day as the led problems. Testing of the unit according to specifications was recommended to determine if similar errors could be reproduced. However, it was later confirmed that the device had presented the error only once, was turned off and on again, and has since been functioning properly without any recurrence of the issue. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All serious similar incidents related to the eva surgical system are included in the analysis with failure code lm-low-surgery-*. Since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery, the surgeon reported that three led fibers stopped working sequentially. Each time a fiber failed, a new one was taken directly from its package to continue the procedure. The surgeon also reported that the laser was not functioning properly, and in combination with the illumination issues, they were unable to control bleeding in certain areas of the patient's retina. Additionally, the surgeon noted that the device experienced vacuum fluctuations while extracting the vitreous humor. The surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the surgeon reported that three led fibers stopped working sequentially. Each time a fiber failed, a new one was taken directly from its package to continue the procedure. The surgeon also reported that the laser was not functioning properly, and in combination with the illumination issues, they were unable to control bleeding in certain areas of the patient's retina. Additionally, the surgeon noted that the device experienced vacuum fluctuations while extracting the vitreous humor. The surgery was prolonged > 30 minutes.